Manufacturer narrative:
Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the service engineer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the 840 ventilator gui (graphic user interface) became blank and stopped ventilation. Although requested, it is unknown if the patient was removed from the ventilator and placed on an alternate ventilator or the patient was harmed or injured as a result of the reported event.